Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the rv lead was explanted due to loss of capture. The ra lead was explanted due to high thresholds. It is unclear if this report is on the ra or rv lead. Should additional information become available this file will be updated.